Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be removed from the ureter and kidney, during a ureteroscopy and double j placement procedure performed on an unknown date. According to the complainant, during procedure, it was noticed that the stent was calcified in the tail of the stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.